Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with chest pain and lightheadedness. The patient had been lost to follow-up for roughly four years. Interrogation revealed lead noise, over 4000 automatic mode switch episodes and high ventricular rates. The noise could be recreated with isometric movements.